Event description:
The patient came in for a post-op appointment and it was observed by the surgeon that the patient's knee is very tight. After further discussion, it was concluded that a custom size (thinner) poly implant would be needed for the patient. A revision has not been scheduled at this time.

Manufacturer narrative:
Batch review performed on 01 september 2023: lot 2241318: (B)(4) items manufactured and released on 3-jan-2023. Expiration date: 2027-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.